Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was rechecked approximately three weeks later, and was noted to be in atrial fibrillation (af). The physician requested device stay in the programmed mode, no action taken.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) interrogation report displayed question marks instead of a threshold value when the device feature that automatically monitors pacing thresholds at period intervals is off or in monitor mode. The crt-d remains in use. The lv lead capture could not be confirmed. The lv lead remains in use. The right atrial (ra) lead was noted with possible sinus p-waves noted on current electrograms (egm), with noted atrial sensitivity programmed off. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: dtmc1qq (crt-d implanted: (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.